Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted, concurrently with a hysterectomy due to sui/pop, cystocele, rectocele, cervical dysplasia, metrorrhagia, and pelvic pain. It was reported that patient underwent excision of exposed mesh with primary closure of the vaginal cuff on (B)(6) 2010 due to a small area of left vaginal cuff mesh exposure. The patient underwent an excision of an exposed vaginal mesh, cyst and peritoneoplasty on (B)(6) 2011 due to dyspareunia and exposed vaginal mesh with introital narrowing. The patient underwent a removal of granulated vaginal tissue on (B)(6) 2013 due to presence of granulated vaginal tissue. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.